Event description:
On 4/16/2025, it was reported by a sales representative via email that an ar-2324bccs biocomposite swivelock anchor broke during insertion. This was discovered during a procedure on (B)(6) 2025. The case was completed using another. Additional information requested on 5/12/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed to misaligned insertion; or prying/leveraging the device during use.

Event description:
Additional information requested on 5/12/2025. A shoulder rotator cuff repair procedure was performed on 04/16/2025. During the surgery, an issue required opening another anchor, causing a brief delay. All fragments were successfully retrieved. The case was completed using part number ar-2324kbcc. No additional anesthesia was administered to the patient.